Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially called adc customer service on (B)(6) 2016 and reported customer received an unspecified error message on the display of his adc blood glucose meter. Customer's neighbor called on (B)(6) 2016 and reported a delivery issue involving customer's replacement adc blood glucose meter. Caller further reported that on (B)(6) 2016 between 2:00 pm - 3:00 pm customer began to feel unwell and noted he was "feeling washed out like he was beaten by stick" but because he did not have a meter, he could not test. Caller used his own unspecified meter to check customer's glucose and received a reading "in the 400's". Caller then administered 10 units humulin r insulin, noting this was not the customer's usual medication, (customer takes metformin and humalog insulin). They retested approximately 45 minutes later and customer's glucose result was "around 270-300 mg/dl". The next day the customer again checked his glucose "before 4:30 pm" using the caller's meter and received a reading "around 385 mg/dl" so caller administered another 10 units of humulin r insulin. They performed another test just prior to calling and received a reading of 300 mg/dl. Caller noted customer was still not feeling well and if it continued he would take him to the emergency room. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1601305 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.